Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: could you share more details about the distributor? We would like to know if, for this case we are considering that this distributor in china is inside j&j control or not. We will appreciate if you can share more details. Is it possible to ask distributor to send some pictures of all products inside the box? Is it possible to ask the distributor to open the box softly to find the raw material code and batch (for the glove box)? They will need to open the glove box in the area that are attached, the info is printed in this glued area of the glove box. If yes, if we can have a picture as well of this info will be great. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. H3 investigation summary: the product was returned to ethicon for evaluation. One sealed box was received for analysis. Product code w9923 with lot number aw3812. Upon opening the box to assess the condition of the sample, it was observed that the foil packets did not correspond to the product code indicated on the packaging. The foil packets are labeled with product code w9918, whereas the product code printed in the box is w9923. Both the foil packets and the box are associated with lot number aw3812. Additionally, a photo was provided showing one sealed box that pertains to product code w9923. Based on the information currently available, wrong product code was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2025 and suture was used. Before use on the patient, inconsistent product information. The distributor reported the lot on the box is aw3812 and barcode information was scanned as w9918 during goods inspection. But the box code is for w9923. The product was not used. Please refer to attached photo. No additional information could be provided. There were no adverse consequences reported. Additional information was requested.